Event description:
Information was received indicating that eight days following placement of a smiths medical portex bivona ¿ tts¿ tracheostomy tube the pilot balloon was noted to break off. Subsequently, it was required to perform an emergent tracheostomy (trach) change. There were no reported adverse effects.